Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. According to the initial report there is no product to return. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed two additional investigation requests for this po number. The investigation request was related to haptic detached and unfolding issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a patient had been implanted with preloaded intraocular lens and he is experiencing cloudy vision as if a curtain is moving around his eye. Reportedly his vision was fine first two days post-surgery, however third day his vision was fuzzy. Surgeon stated it is normal and will fade away. Surgeon prescribed him eye drops to take. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.